Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Troubleshooting was performed and pump was reset; however, the issue did not resolve. Customer's blood glucose was 158 mg/dl. The customer reverted to an alternate method in insulin therapy.